Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently programmed an extended bolus with a 2 hour duration when the customer meant to program the duration for 30 minutes. Reportedly, the "deliver now" portion had already completed delivery; however, the "deliver later" potion had only been going for approximately 8 minutes. The customer stopped the extended bolus and reprogrammed another extended bolus with a duration of 30 minutes. The customer's blood glucose level was 171 mg/dl.